Event description:
It was reported that on (B)(6), 2022, during an unknown procedure, when inserting the proximal static screw, the drill bit was getting caught on the nail posterior to the hole. The screw was finally inserted behind the nail. The proximal dynamic screw was inserted properly with no issues using the long self-retaining power shafts from the ans locking set. There was a surgical delay of twenty (20) minutes. Surgery was completed successfully. No fragments generated. This report is for one (1) 4.2mm three-fluted drill bit qc/needle point/145mm this is report 6 of 6 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 6 of 7 for (B)(4).